Event description:
Reporter states that the active system reads in the incorrect unit of measure for the intended distribution site. The device reads in mg/dl, rather than mmol/l as this distribution site is intended to receive. No actions taken based on device results. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).